Event description:
It was reported that the patient was not able to adjust stimulation and described a power-on-reset (por) condition after a cardioversion procedure. The patient went to the hospital this morning to ¿inject her hear up¿ because the patient had arterial fibrillation and her heart was beating too fast. The patient turned off her device prior to the procedure. Additional information received reported that after the procedure and tests, the patient tried to turn the implantable neurostimulator (ins) back on and received the por. The patient was in the hospital for a few more days and would not be able to see her managing healthcare provider (hcp). The patient was instructed that she would be unable to turn stimulation back on or adjust stimulation until the por was cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v864451, implanted: (B)(6) 2012, product type: lead. (B)(4).